Manufacturer narrative:
(B)(4).

Event description:
Procedure type: blepharoplasty. According to the reporter: during procedure, the needle bent. Another suture was used. Nothing fell into patient's cavity. There was no bleeding, no tissue damage, nor was the operating room the time extended by more than 30 minutes. No pt injury was reported; however, this was reported as a re-operation.